Manufacturer narrative:
(B)(4). Concomitant medical product - 9mm short cps anchor plug, catalog# cp561286, lot# 375920; 16cm rs lt screw exp, catalog# cp114882, lot# 367190; 47x14x70mm avl tibia, catalog# cp114885, lot# 367070; cps transverse pin 6pk 20mm catalog# 178524 lot# 332470; 30mm 400lb shrt cps spdl, catalog# cp114881, lot# 366980; cps nut co-cr-mo alloy, catalog# 178512, lot# 964120; oss poly lock pin, catalog# 150478, lot# 695070; custom avl lock ring set of 2, catalog# cp111215, lot# 537020; cust rs avl tib brng set, catalog# cp114883, lot# 537050; cust rs avl yoke set, catalog# cp114884, lot# 537030; cust rs fem axle, catalog# cp114886, lot# 573110; cust rs fem bshg set, catalog# cp114887, lot# 573140. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that patient had an initial left arthroplasty on unknown date. Subsequently, the surgeon is requesting a distal femur expandable implant to tibia for a planned revision due to unknown reasons.